Manufacturer narrative:
On may 30, 2023, the mentor failure analysis lab received the device for evaluation. On june 14, 2023, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed with cloudy surface and gel turbidity. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 29, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. During visual evaluation of the smo ro high pro boost gel520cc returned device, the gel was observed to be white. The white gel could be the defect reported by the customer. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. Wound dehiscence is a surgical complication in which a wound ruptures along a surgical incision. Risk factors include age, collagen disorders, diabetes, obesity, poor knotting or grabbing of stitches, and trauma to the wound after surgery. Symptoms of dehiscence can include bleeding, pain, inflammation, fever, or the wound opening spontaneously. A primary cause of wound dehiscence is sub-acute infection, resulting from inadequate or imperfect aseptic technique. Dehiscence can also be caused by inadequate undermining (cutting the skin away from the underlying tissues) of the wound during surgery or excessive tension on the wound edges caused by lifting or straining. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right gel cohesiveness, and impaired healing. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female patient underwent breast surgery with 520cc mentor memorygel boost breast implant and experienced right side gel cohesiveness, and impaired healing. Surgical intervention was performed on (B)(6) 2022 for wound closure. The patient underwent removal only surgery on (B)(6) 2022.